Manufacturer narrative:
Insulin pump was received with blank display due to broken power connector on pcb 1. Unit was received with broken off the end cap. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.